Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On approximately, (B)(6) 2025 the sensor was providing inaccurate readings and intermittent readings. The sensor error was every 10, 20 to 30 minutes and once the cgm reading was back, it would be from 100 mg/dl to 150 mg/dl then 50 mg/dl to 120 mg/dl. The patient stated that the cgm reading was never reading high. On (B)(6) 2025, the patient felt sick and vomited up to 15 times. Initially the patient thought it was food poisoning, and did not take a fingerstick. When the patient changed the sensor, (on (B)(6) 2025), the new sensor cgm reading was high. The patient self-treated with 11 units of insulin and when a fingerstick was taken after self-treatment the blood glucose reading was 390 mg/dl. Because the patient was still ill and had thrown up around 20 times at that moment, a friend drove the patient to the emergency room. When a fingerstick was taken at the emergency room, the blood glucose reading was 390 mg/dl. The patient reported they had diabetic ketoacidosis. The patient treated with intravenous fluids, zofran and oral protonix. The patient stayed at the emergency room for 24 hours, after which they had recovered. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.